Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that at implant, the lead impedance was greater than 4000 ohms during repositionings. A malfunction was suspected. A new lead with acceptable measurements was used. No patient complications were reported as a result of this event.